Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a fault code upon interrogation, and it was noted that the device declared end of life (eol) last year sometime. The patient had moved several times, and it is unclear when elective replacement time (ert) was declared. The patient stated that they were not sure if they would get a device replacement due to the cost associated and was lost to follow up. The patient recently was seen for a device check following a shock and that is when eol was noted. Boston scientific technical services (ts) was consulted and suggested immediate replacement as therapy is not guaranteed after the device declares eol. Ultimately the device was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.